Event description:
The device was used during a bowel resection. Reportedly, the instrument did not fire properly and bowel leakage occurred. The surgeon stated the pt expired before add'l medical and/or surgical intervention could be performed to correct the leakage.